Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that the patient experienced heart failure with preserved ejection fraction hfpef likely from atrial fibrillation. Three months after a pulse field ablation (pfa) procedure using a farawave catheter the patient was reported to have hfpef. No other information provided. The patients current condition is unknown. It is unknown if the catheter will be returned for analysis. No device issues were reported. Patient was admitted with a diagnosis of acute heart failure with preserved ejection fraction, likely from atrial fibrillation. Patient had a b-type natriuretic peptide bnp of 1635. A chest CT showing pulmonary edema mild and small bilateral pleural effusions. Ef on echocardiogram tte three months prior was 60-65 percent. The patient was brought in by ambulance from assisted living with complaints of shortness of breath. Ems endorsed that patient had 8/10 difficulty breathing sating a 92 percent with improvement to a 6/10 on 4l o2 nasal canula noc. Oxygen saturation was 88 percent on room air ra in emergency department ed. The patient had a chest x-ray, and chest CT for imaging. The patient was given IV lasix in hospital and started on jardiance and spirolactone. The patient had recurrence of atrial fibrillation since pfa procedure. The heart failure was a new diagnosis with no pervious known history. The patient is currently at home in stable condition.